Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo_12.6; -9.00/1.0/113 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2024. On (B)(6) 2024, the lens was replaced with a longer length lens due to low vault without rotation. This resolved the problem. Cause of the event was reported as unknown.